Event description:
It was reported that the patient will be undergoing a revision procedure due to recurring incontinence that began (B)(6) 2020 with an artificial urinary sphincter (aus). The aus remains implanted and active.